Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 449 mg/dl. Customer's other blood glucose value was 406 mg/dl and 427 mg/dl and 441 mg/dl. Customer¿s high blood glucose value of 346 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. The customer was treated with bolus. It was unknown weather customer was using auto mode feature or not. The device will not be returned for analysis.